Event description:
Product was applied to a forehead laceration on a pt. The product got into the child's right eye and the eye was bonded shut. A message was left for the initial reporter to return call and provide add'l specifics. At this time no add'l info has been provided. Product was not returned.